Event description:
Customer care called for a check in call at a skilled nursing facility(snf) for a patient and they reported that the patient passed away on (B)(6) 2023. They do not know the cause of death, but the patient was wearing the system when the patient passed away. MDR is filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The wcd system could not be retrieved from the field. All attempts for wcd system retrieval exhausted. Complaint is being closed without confirmation of device evalauation. Kestra will continue to trend similar complaints.